Event description:
It was reported that a patient with history of morbid obesity underwent laparoscopic gastric bypass. Operative note provided states surgeon fired a ¿25 eea¿ with no difficulties noted and ¿an og tube is now placed down through the anastomosis to the gastrojejunostomy. Blue dye is placed, 20ml. No blue dye is seen to extravasate. The anastomosis is placed under saline. Air is injected with the proximal end being occluded and no air bubbles are noted.¿ a 15 french drain was placed in the left upper quadrant. The day after this surgery, the patient underwent an upper gi with gastrografin, which returned normal results. The patient was then discharged home in good condition 4 days later. Medical records provided note that patient was diagnosed with an anastomotic ulcer three years later and advised to stop smoking.

Manufacturer narrative:
(B)(4). Event date unknown, captured as awareness date. Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Manufacturer narrative:
(B)(4). Date sent: 06/01/2022. Please see attached medical records.